Event description:
Patient presented to physician (B)(6) 2021 with an exposed sense lead after the patient had pulled out a stitch. Patient was tested for infection and no infection was found. The physician surgically removed the sense lead and prescribed two weeks of antibiotics prophylactically, resolving the patient¿s issue.